Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for generator change. During the procedure, it was noted that the right ventricular lead exhibited externalized conductors which was confirmed by x ray. The lead was capped and replaced on (B)(6) 2018. The patient was in a stable condition.